Event description:
The customer reported that after pipetting an hbsag plate on summit serial number, the technician observed that no conjugate was added to wells c1 and d1. No error was generated. No death or serious injury was associated with this complaint.